Event description:
It was reported that a trial patient developed a (B)(6) infection and was unable to complete the trial. No further information regarding the event was provided. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Lead model unknown lot# unknown implanted: unk explanted: unk.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported she got an infection from the trial and the infection was confirmed. The patient stated the infection was in 2009. The patient stated they packed the area and gave her antibiotics. The patient noted they do not have an healthcare professional (hcp). The patient is implanted for gastrointestinal/pelvic floor.